Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. Additionally, the customer failed to properly cycle the cartridge. The customer was educated on the proper load techniques. There was no adverse impact to customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and then resumed insulin delivery.